Event description:
Additional information received from the patient that the location of the implanted device is very difficult to locate for a 95 year old patient. They determined that a a 7 year old battery should solve the problem. Now they are waiting for the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient was getting a message on their controller that said the unit needs new batteries. Agent asked caller if they recalled batteries low replace controller batteries error. Caller did not recall the details of the message. Caller was not with the patient at the time of the call to troubleshoot. Agent reviewed meaning of message and explained caller would need to be with the equipment and patient for further troubleshooting. Caller said they would call back when they were with patient and equipment. When asked for event date, caller stated the issue began recently within the last couple of weeks. Pt is getting replace controller batteries soon message, was getting poor quality even after repositioning on the call. Patient rep called back while with patient for troubleshooting. Caller initially said they saw the implant battery empty message and was able to start recharging the implant on excellent (controller 100%, implant red). Agent asked, patient confirmed it was the replace controller batteries soon message they would see, but did not notice any other issues charging other than occasionally having trouble finding the device. Caller confirmed no visible damage to connections. Caller cleaned connections and reset controller, then tried to start another recharging session and saw poor quality. Caller repositioned and still saw poor quality. Caller confirmed no falls. A request was sent to repair to replace the recharger. Additional information received that they send a request to repair to replace the controller. The pt sent a replacement recharger and it worked ok for a couple days but now it wasn't working at all so they couldn't get the ins charged up. Caller denied any messages appearing when trying to recharge ins. Caller said that when they placed the recharger over the ins, the batteries screen would appear, however the minute the pt moved or started to lean back, the equipment would go off and the connection to the ins would be lost. Agent reviewed controller replacement with the caller as the recharger was just replaced. Agent redirected caller to hcp if replacement equipment was still not resolving the reported issue. Patient rep, called back and reported they continued to have difficulty charging the patient's implantable neurostimulator (ins), even after both controller and recharger had been received. Caller said it was very difficult to find the right spot to make a connection and begin charging, and was very touchy during the charging process. Even though they could connect to the ins and would show excellent quality, they couldn't get the ins to charge past 30%. Agent reviewed serial numbers to make sure replacement equipment was being used. Agent redirected to hcp to analyze ins. Caller said they will follow-up that way next. Additional information received from the patient that they were having difficulty charging the ins. The action the rep is going to take to resolve the issue is to replace the battery with a 7year battery. The scheduled date for the replacement is (B)(6) 2025.the weight of the patient when the event occured is 280lbs.